Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead experienced a ventricular tachycardia (vt). The patient went to the hospital and the crt-d was interrogated. It was noted that when the crt-d delivered the first shock, normal shock impedance measurements were recorded; however, during the second shock in reverse polarity, the shock impedance measurement was above 125 ohms and the device recorded a code 1005 indicating an open circuit condition. It was also reported that the device pocket was swollen due to an infection. A memory download was performed and sent to boston scientific technical services (ts) for review. A ts consultant discussed that based on the observations, there is a potential issue with the rv lead, the crt-d, or the connection between the two. Additional troubleshooting and testing options were provided to help ascertain the cause of the observations. It was also cautioned that this patient should be considered unprotected. As the patient was in atrial fibrillation, the physician performed commanded shock testing in both shock polarities at 41 joules to test the system integrity and convert the patient's arrhythmia. The shock impedance measurements during these tests were in normal range (45 ohms and 55 ohms) and the patient's arrhythmia was also terminated. The data was sent to the ts consultant who discussed that although the results were normal, a lead/device integrity issue cannot be completely ruled out and invasive intervention should still be considered. The physician is reluctant to perform a system revision as this patient is at high risk for infection and related complications. No additional adverse patient effects were reported.

Manufacturer narrative:
The hospital retained the crt-d and as of today, it has not been returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the crt-d was explanted and successfully replaced. The rv lead was capped, surgically abandoned, and also replaced. In addition, it was confirmed that the patient did not have a pocket infection. No additional adverse patient effects were reported. The lv lead remains implanted and in service with the new crt-d.